Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous flexible cutaneous vein. A 4.0mm x 100mm x 80cm sterling balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported. The patient condition was good.